Event description:
The customer reported that inserting the batteries are difficult. In addition, it was also reported a staff member may have placed the batteries and did not test the alarm for power. As a result, a patient being monitored with the alarm fell out of bed and the alarm did not sound. On (B)(6) 2011, the reporter stated that the nursing staff did not confirm that the alarm had power and tone prior to leaving the patient and that they noticed after the event that one battery spring was bent to the point it wouldn't make contact with the battery to allow the alarm to power on. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that a battery spring is bent. The battery spring is bent to the point that proper contact with battery and battery door contact is not possible and unit does not power up. Note: the instructions for use has a warning and caution: battery installation: insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).